Event description:
It was reported that the pulse generator exhibited noise in the ventricular channel. Device function was unaltered. A possible defect in the telemetry function of the pacer was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.